Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Requested but not returned by hospital.

Event description:
During a procedure, the surgeon had difficulty separating the tapers from the compress. A burr was used to cut the tapers. This resulted in approximately a one hour delay.